Event description:
It is reported that pt underwent a revision due to pain. During the procedure, a pseudotumor and corrosion around the femoral head and stem, and milky fluid were noted.

Manufacturer narrative:
Eval summary: it was reported that the pt experienced pain and weakness and was revised. The revision included radical excision of a pseudotumor and corrosion around the femoral head and stem, among other symptoms. The devices had an in-vivo time of 13 months at the time of revision. The components were confirmed as compatible with one another. No add'l complaints have been received against any of the manufacturing lots of the products related to this complaint. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. With the info provided, a definitive root cause cannot be determined. Manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.